Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #2 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "the mesh was mobile at this ... A portion of the mesh was removed due to its location and crumpled nature near the ilioinguinal nerve"; however, no sample has been received for evaluation and medical records were not provided. The patient's attorney did not make any allegations regarding the implanted device #1. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent bilateral inguinal hernia repair by. A bard/davol medium 3dmax (device #1) was implanted in the patients right groin, and a bard/davol medium 3dmax (device #2), reference number (B)(4), lot number hure3274 was implanted in the patient's left groin during this repair. (B)(6) 2016: the patient underwent excision of left inguinal groin mass. As reported, upon visualizing the failed 3dmax (device #2), the surgeon noted "the mesh was mobile at this location and thus gave the incorrect CT appearance of being intact. A portion of the mesh was removed due to its location and crumpled nature near the ilioinguinal nerve...the lump was simply the mesh, which had contracted and crumpled upon itself." As alleged, as a direct and proximate result of the defective 3dmax, the patient suffered injuries and damages.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent bilateral inguinal hernia repair by. A bard/davol medium 3dmax (device #1) was implanted in the patients right groin, and a bard/davol medium 3dmax (device #2), reference number 0115310, lot number hure3274 was implanted in the patient's left groin during this repair. On (B)(6) 2016: the patient underwent excision of left inguinal groin mass. As reported, upon visualizing the failed 3dmax (device #2), the surgeon noted "the mesh was mobile at this location and thus gave the incorrect CT appearance of being intact. A portion of the mesh was removed due to its location and crumpled nature near the ilioinguinal nerve...the lump was simply the mesh, which had contracted and crumpled upon itself." As alleged, as a direct and proximate result of the defective 3dmax, the patient suffered injuries and damages. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with bilateral direct inguinal hernia thereby underwent laparoscopic repair with 3dmax mesh (x2) (device #1 ¿ right and device #2 - left). Per operative notes, ¿laparoscopic examination revealed bilateral direct inguinal hernias. The right inguinal hernia was addressed first, and the peritoneum was taken down. Medium 3dmax mesh was then placed, tacked to cooper's ligament, to the surrounding soft tissues using the stapling device and the peritoneum was placed back over the mesh. The left inguinal hernia was also repaired in the same fashion.¿ on (B)(6) 2016 - patient was diagnosed with left inguinal mass and recurrent hernia thereby underwent mesh removal and open repair with ventrio st (device #3). Per operative notes, ¿the lump was simply the mesh (device #2) had contracted and crumbled upon itself. Hernia sac was protruding at the level of the pubic symphysis with mesh occupying the lateral sidewall of it adhered to the ilioinguinal nerve. The mesh was gently dissected off the anterior abdominal wall along with several tacks. Then a ventrio st mesh (device #3) was placed underlapped the lateral mesh and pubic symphysis against the anterior abdominal wall and sutured¿. Attorney alleges that the patient had adhesions, hernia recurrence, mesh migration, mesh shrinkage, nerve damage, chronic pain & suffering. It is also alleged that the patient had inferior epigastric artery ligation, failed 3dmax mesh and may require additional surgery.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #2 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "the mesh was mobile at this. A portion of the mesh was removed due to its location and crumpled nature near the ilioinguinal nerve"; however, no sample has been received for evaluation and medical records were not provided. The patient's attorney did not make any allegations regarding the implanted device #1. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct 510(k) number and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years post implant of 3dmax mesh, patient was diagnosed with hernia recurrence, material deformation and mesh protrusion thereby underwent mesh removal. Per op notes ¿mesh had contracted and crumbled upon itself. Hernia sac was protruding at the level of the pubic symphysis with mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: (UDI no), corrected fields: g4 (PMA/510(k) number) and h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.